Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose reading was 44 mg/dl at the time of incident. The customer declined to troubleshoot and was advised to change the entire set, reservoir and insulin and treat per their doctor's instruction. The insulin pump will not be returned for analysis.